Event description:
Per the clinic, short circuits were noted on 4 electrodes. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.